Event description:
It was reported that the patient had continued pain and increase in pain and complications after the neurostimulator was implanted. The device was removed 3 moths post implant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the patient did not like the stimulation sensation. It was noted that there were no abnormal impedances and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type lead.

Manufacturer narrative:
Product ID 3778-45 lot# v712792023 implanted: (B)(6) 2011 explanted:; product typ lead product ID 3778-45 lot# v712792024 implanted: (B)(6) 2011 explanted:; product typ lead product ID 37752 serial# (B)(4); product typ recharger product ID 37743 serial# (B)(4); product typ programmer, patient. (B)(4).